Event description:
The IV tubing has small perforations that allow the fluid to leak out and air to enter. The perforations are in a continuous pattern that matches the package tear strip perforations. This has happened with two different IV sets.